Manufacturer narrative:
(B)(4).

Event description:
It was reported that a mobile application interruption due to operating system upgrade on a smart device occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was received, but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.